Manufacturer narrative:
Initial reporter address: (B)(6). The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter recieved a report when a caregiver pushed the lift to remove it from their working area but pushed it too hard and made it swing, and when it came back, it hit them in the temple. The caregiver was admitted to the emergency department for a suspected head injury and was given a one-week medical leave. Additionally, no initial device malfunction was reported. No further information was available at the time of this report.

Manufacturer narrative:
Investigation indicated the user did not follow instructions and/or labeling, resulting in the accident. This issue is determined to be caused by user error. Baxter offered customer training but the customer confirmed it is not needed since they already booked training on april regardless of the event. Should additional relevant information become available, a supplemental report will be submitted. The instructions for use warning the user to make sure of the following before using the device: the lift is assembled in accordance with the assembly instructions. The lifting accessories are properly attached to the lift. The batteries have been charged for at least 8 hours. You have read the instruction for use for the lift and lifting accessories personnel using the lift are informed of the correct use of the lift and lifting accessories. The lifting accessory is selected appropriately, in terms of type, size, material and design with regard to the patient¿s needs.